Event description:
The customer reported to 3m that a patient received burns during a patectomie 9liver ablation) procedure. Photos of the burns show two crescent shaped areas that appear to be second degrees burns. Blackened areas, potential 3rd degree burns, and evident in the center of the burns. These areas are surrounded by erythematous areas. The hospital has not provided any additional information regarding the's patient treatment or outcome to 3m.